Event description:
Customer's mother reported via phone call, the customer was hospitalized twice, (B)(6) 2015 and (B)(6) 2015, due to bent infusion set cannulas. Customer's blood glucose was in the 400 mg/dl range both times he was hospitalized. Customer had high levels of keystones, dehydrated, and nauseous. The emergency released him. Customer will call back to perform troubleshooting on the device. The device is not returning for further analysis

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.